Event description:
It was reported that the system was explanted when the patient developed infection after a new ICD implant. Fluoroscopy revealed externalized conductors. No electrical anomalies were noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.